Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set) and 2367, which occurred on the homechoice (hc) during dwell 4 of 4. The home patient (hp) and the care giver (cg) had a question regarding system errors. Per hp and cg they turn the hc off and disconnected the hp. And proceeded therapy with manual bags. The technical service representative (tsr) explained the alarm and the home patient (hp) would call gts the next time. No samples were available for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.